Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell of peritoneal dialysis therapy on the homechoice. During troubleshooting, it was discovered that the patient had disconnected from the set-up and returned to find the device alarming system error 2240. The patient reported that they then reconnected. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.